Manufacturer narrative:
Patient info not provided as the site's neuro coordinator stated they wil not release demographic info. Lot number, or serial number, not available at time of this report. Device manufacture date is dependent on lot number, or serial number, and not available at this time. Suspect part has not been returned to manufacturer for evaluation. No info regarding disposition of suspect part has been made available.

Event description:
A medtronic representative reported that while in a surgery, the standard solera driver twisted at the tip. The procedure was completed with the use of stealthstation s7 system. There was no negative impact on patient outcome reported.